Event description:
It was reported that during a routine check , the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was sent to investigate the issue. To fix the issue the fse replaced the 5000 hour maintenance kit. After replacing the defective part the iapb passed all functional tests and was returned to the customer for use.